Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was cracked sieve bed caps. Additional malfunction was broken barbed connector.